Event description:
Patient received miradry treatment (B)(6) 2020 and subsequently was diagnosed with a wound infection at the clinic on (B)(6) 2020. On that same day antibiotics were administered both topically and via intravenous feeding. The patient was later diagnosed as having skin irritation from hidradenitis suppurativa and the treatment.